Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided. Therefore, the reported event cannot be verified the manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 24 complaints regarding 25 devices for this device family and failure mode. During the same time frame 56,655 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device functional may be compromised. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The product is not expected to be returned, however the complaint investigation is ongoing. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed (B)(6) reported on behalf of their facility that the c6380, spectrum ii suture hook, broke during an arthroscopic shoulder stabilization surgery on (B)(6) 2019. The suture hook snapped cleanly from the shaft. An x-ray was used to locate the hook. The surgeon converted the arthroscopic procedure to an open procedure to retrieve the hook. The piece was retrieved successfully, and the surgery was completed as an open procedure. There was a 10-minute delay of procedure. There was no patient injury. Additional information has been requested but to date has not been received. This report is being raised as patient injury due to converting the scheduled arthroscopic procedure to an open procedure.